Manufacturer narrative:
Re-submitting this initial report for this case as we have noticed that the initial report was inadvertently submitted in the "test webtrader" instead of production environment. Please see the attached acknowledgement from test webtrader recieved in (B)(4).

Event description:
The manufacturer was notified on (B)(6) 2015 that a mitroflow valve (lxa, size23) was explanted after 2.3 years due to structural valve deterioration. The patient was referred to mayo for replacement with mechanical valve. No other details were provided

Manufacturer narrative:
Since the device was not returned the manufacturer, investigation was limited to the device history records review. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release.